Manufacturer narrative:
(B)(4).

Event description:
Nose hole/ scar [application site injury]. The skin came with the strip [application site exfoliation]. Cancer [cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of application site injury in a patient who received breathe right nasal strips (breathe right (unknown)) nasal strip (batch number unk, expiry date unknown) for sinus disorder. On an unknown date, the patient started breathe right (unknown) at an unknown dose and frequency. On an unknown date, an unknown time after starting breathe right (unknown), the patient experienced application site injury, application site exfoliation and cancer (serious criteria gsk medically significant). The action taken with breathe right (unknown) was unknown. On an unknown date, the outcome of the application site injury was not recovered/not resolved and the outcome of the application site exfoliation and cancer were unknown. It was unknown if the reporter considered the application site injury, application site exfoliation and cancer to be related to breathe right (unknown). Additional details: the patient used breathe right strips. The patient had sinus problem and used the strips for maybe 2 years duration, then a hole appeared on the side of my nose that would not heal. When the strip was removed, the skin came with it. It was diagnosed as cancer, the physician said it could have been caused by the adhesive that was used for the strips. The hole was burned which left a scar. Since then the patient had surgery for sinuses.